Manufacturer narrative:
Lit ref: https://doi.org/10.4070/kcj.2017.0387. If information is provided in the future, a supplemental report will be issued.

Event description:
From 2009 to 2014, patients with stemi and mvd, who underwent primary percutaneous coronary intervention (pci) using a 2nd generation des for culprit lesions were enrolled. Complete revascularization (cr) was defined as pci for a non-infarct-related artery during the index admission. Zotarolimus-drug-eluting stents were among the devices used. 286 (41%) underwent culprit-only pci and 419 (59%) underwent cr during the index admission. Major adverse cardiovascular event (mace) was defined as cardiovascular (cv) death, non-fatal myocardial infarction, target lesion revascularization, or heart failure during the follow-up year. One year outcomes included death, non-fatal mi, tlr and heart failure.